Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 638 mg/dl. Customer¿s current blood glucose was 104 mg/dl. Customer had symptoms such as slurred speech, frequent urination and constant vomiting and not able to eat and mental confusion. Customer was treated with injections. Customer was wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.